Manufacturer narrative:
The device was received fully deployed. Corrosion was found on the pcb of the returned device. An external power supply was used to power the device since the device could not establish communication on its own. Investigation found an 0x40 alarm in the device data, indicating safety sensor maximum open count exceeded. The downloaded data did not show any timeouts or drive stalls during the pod's run. However, an abnormality was observed at the end in the rotational sensor data. The cannula assembly was inspected and found a leak on the unexposed portion of the soft cannula. The leakage was due to an internal tear, which diverted the intended path of the fluid. The tear measured 0.256" away from the nail head of the soft cannula. The drive mechanism was inspected and found contamination on the commutator cap. Therefore, the presence of corrosion within the device was caused by the internal tear on the soft cannula, which caused the presence of fluid residue on the commutator cap, which led to the prevention of the device from detecting the transition to open, resulting in the generation of the 0x40 hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached near 400 mg/dl while wearing the pod between 4 and 24 hours.